Event description:
This spontaneous report was received on (B)(6) 2014 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, when the consumer tried using johnson and johnson floss mint waxed for oral hygiene (route: dental, lot number 2413d, frequency and expiration date unspecified), the metal cutter broke off. The consumer mentioned that the plastic top of the flosser broke off and the consumer was not able to use the cutter as the entire top broke off. This report had no adverse event. This report was considered a reportable malfunction in the united states.

Manufacturer narrative:
The date of this submission is 20-may-2014. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 02-apr-2014 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, when the consumer tried using johnson and johnson floss mint waxed for oral hygiene (route: dental, lot number 2413d, frequency and expiration date unspecified), the metal cutter broke off. The consumer mentioned that the plastic top of the flosser broke off and the consumer was not able to use the cutter as the entire top broke off. This report had no adverse event. This report was considered a reportable malfunction in the united states. Additional information was received on 09-may-2014: returned sample received on 14-apr-2014 was opened and used. The lot 2413d was identified. The return sample did not meet specification by appearance evaluation since it was received with broken lid. A review of the data associated with the complaint revealed no unfavorable trends and no trend involving this lot number. The retain sample was visually evaluated according to product specification and test method by appearance and it met specifications. A device history record review was performed and no non-conformances were found related to broken lid defect. The review of the device history record, retain sample evaluation, non-conformance search, manufacturing related issues, and trend analysis did not indicate that the product failed to meet specification. This complaint was closed with a disposition of undetermined. Complaint trends will continue to be monitored. This report remains a reportable malfunction in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.